Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a procedure performed on (B)(6) 2022. During procedure, it was noted that the stent flap was deformed. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a procedure performed on (B)(6) 2022. During procedure, it was noted that the stent flap was deformed. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.